Event description:
On 12th march 2026, it was reported by an arthrex employee via email that for an ar-3642sp, knotless 2.6 fibertak® double loaded w/ #2 kl repair sutures, ve5, the anchor was implanted and set. When separating the repair suture and shuttling suture, the repair suture came off. This was detected during a rotator cuff repair, biceps tenodesis procedure on (B)(6) 2026. The procedure was completed successfully as the shuttling suture was used as the repair suture.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.